Event description:
It was reported that the compressor was going into standby mode during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was going into standby mode during pre-use check. The field service engineer confirmed the problem and replaced the stand by valve. The stand by valve was returned for further investigation. The standby valve was investigated by the return department. It was tested for 24 hours in the reference compressor without any deficiency noted. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion is that the customers problem could not be reproduced during the investigation. No malfunction was found with the returned stand by valve.

Event description:
Manufacturer ref.#: (B)(4).